Manufacturer narrative:
The returned device presented with the stent deployed and not returned. The catheter delivery system was split into two sections, with the outer sheath retracted from the distal tip. The inner lumen of the device had separated into to parts approximately 380mm distal from the handle, and it was kinked at 90mm proximal from the distal tip. The blue outer sheath was also accordioned and torn at 168mm distal from the handle. The condition of the returned device is consistent with the complaint event. The most probable root cause is being labeled as operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure on an unknown date. According to the complainant, the blue plastic portion of the delivery system broke halfway through deployment. Despite this damage, the physician was still able to deploy the stent without any complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure on an unknown date. According to the complainant, the blue plastic portion of the delivery system broke halfway through deployment. Despite this damage, the physician was still able to deploy the stent without any complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.